Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were sticking and hard to press. The patient reportedly wore the pump on a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation:the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings:there was no visible damage found to the keypad. All keypad buttons responded to button presses; no keypad buttons were found to be sticking. The keypad button cover was removed and no damage was found inside the pump.